Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery #7. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 10atm. The device was removed using the normal method without any problem and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.